Event description:
It was reported that the patient had a shocking or jolting sensation. There was no known accident or incident related to this complaint. Patient got a shock or jolt into the chest area 2-3 times a day. The shock just happened and was not correlated with any certain movements. The patient was at home. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).